Event description:
It was reported that while the patient was undergoing mitral valve surgery, the atrial lead became dislodged resulting in exacerbation of chronic heart failure. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however both the inner and outer tubing was kinked/buckled, the inner tubing was cut, the outer insulation was breached cut and had a cosmetic depression, the inner insulation was breached cut, the helix was distorted/bent, the lead was stretched, there was apparent explant damage, tissue was on the helix, blood was noted on the helix mechanism, and blood/body fluid (not obstructed) was noted on all conductors; full lead returned and analyzed.